Event description:
In 2001 patient underwent repair of occluded carotid artery with implantation of vascu-guard peripheral vascular patch. In late november 2001 (date unknown), patch tore and was repaired. One month later patient experienced right neck hematoma with active bleeding. Surgeon stated vascu-guard patch had torn and required suture repair with a coating of fibrin glue. In the process patient suffered cva (cerebral vascular acciedent) and is currently undergoing rehabilitation for stroke.

Event description:
On 3/22/2002 pt underwent procedure for "disrupted" right carotid artery vascu-guard patch with right neck hematoma. Procedure involved urgent right neck explorataion with repair of carotid artery, removal of vascu-guard patch and placement of hemashield patch. Surgeon described pt postoperative status as "satisfactory".